Event description:
It was reported that during initial programming prior to implant, the device was oversensing and delivered hv therapy while device was still in the box. Normal sensing then resumed after the event. The device was successfully implanted in the patient and no further issues were observed.